Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastic non-sterile luer-lok¿ tip syringe there was an issue with the foreign matter and flange damage. It was stated ¿embedded in device material was cloudy residue in or on the body of the syringe, deep scratch in the tube, excess ink marks on the tube of the syringe, embedded brown debris at the proximal end of syringe". There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: sample evaluation: ten loose 5ml assembled syringes were received and reported to be from batch #8028523 (p/n 301027). The samples were shipped in 4 separate sample bags and marked as to defect complained about. The samples were visually evaluated. Sample bag 1 - marked on bag cloudy residue. 5 syringes with surface damage to barrel. This damage covers the majority of the barrel exterior. This damage causes the barrel to appear cloudy. The damage observed is rejectable at bd canaan. Sample bag 2 - marked on bag excess ink marks. 3 syringes with minor contact ink smears opposite the printed scale. The contact smears observed do not affect function. They are considered to be a cosmetic defect and an acceptable condition per product specification. Sample bag 3 - marked on bag deep scratch. 1 syringe with damage to barrel exterior. The damage observed is a rejectable condition at bd canaan. Sample bag 4 - marked on bag brown debris. 1 syringe with light brown embedded foreign matter located near the barrel step. The fm observed is likely degraded plastic. It is larger than level 3 in size, which is a rejectable condition at bd canaan. Based on the evaluation performed the defects, as noted by the end user, can be verified for cloudy barrels, deep scratch and brown debris. DHR review for batch 8028523 (p/n 301027): manufacturing dates:02/08/2018 to 02/09/2018. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8028523 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: based on the evaluation performed the defects, as noted by the end user, can be verified for cloudy barrels, deep scratch and brown debris. Root cause was not determined.